Event description:
It was reported that during implant, the lead exhibited high impedance and high threshold. The lead was not used and a new lead was implanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).